Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the vascular damage was most likely due to use issue since s the artery was damaged during the repeated insertion attempts. The root cause of the delivery issue was most likely due patient condition since the pump was unable to pass through anastomosis/graft.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury"

Event description:
The user facility reported a 47-year-old female of unknown race and ethnicity with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. It was reported that while attempting to advance through the anastomosis into the artery, the inlet advanced into the artery but was unable to advance further and cannula collapsed on itself. Wire access was lost, and the devices were removed. The wire was swapped, and the pump was reinserted, but resistance was encountered, and the result was the same. Bleeding was observed at the anastomosis site. Four units of packed red blood cells were administered. The implant was aborted, and the artery repaired. The patient was reported as stable.